Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated that after the stent delivery system (sds) was advanced and stent was in position for deployment, the cypher balloon was inflated at 12 atmospheres when the indicator showed decrease in pressure. Thereafter, the balloon was inflated at 18 atmospheres when at this time the balloon burst. The cypher was implanted well and the stent delivery system (sds) was retrieved without adverse consequence to the patient.